Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4)units of insulin during the load sequence. Customer¿s blood glucose level was 400 mg/dl. A manual injection was administered to address elevated bg.multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned